Event description:
Pt with complex cardiac history underwent a mitral valve replacement on (B)(6) 2017. During the procedure, the surgeon noted that the 4-0 proline suture used to reattach the posterior leaflet of the mitral valve, had snapped in 2 along the suture line causing the right side of the valve to dehiscence from the mitral annulus. This led to torrential mitral valve regurgitation and the need for a valve replacement.